Event description:
European report received documenting a programming wand was not able to interrogate patient even after changing batteries three times and changing rooms. No further information has been attained in relation to the programming event. Analysis of the programming wand did not show any anomalies through visual or electrical testing that would have attributed to the reported event. A generator malfunction is suspected.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a serious or death.